Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl. Insulin injections and bolus via pump were delivered to address bg. Customer went to the emergency room and was admitted to the hospital. Antibiotics, unspecified lab tests, insulin injections and long acting insulin were administered. Customer was discharged on (B)(6) 2018. Contact reported that elevated bg was due to customer not monitoring bg throughout the day. Customer has discussed event with a diabetes educator. Pump therapy was resumed. Pump was functioning as expected.